Event description:
Information received indicates the brake pedal will lock but the brake will not hold.

Manufacturer narrative:
The technician replaced the worn casters and rebuilt the brake block to repair the bed.